Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning at the user facility the cordless driver 2 fell apart. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning at the user facility the cordless driver 2 fell apart. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician reported that the handpiece had missing components and noted that the decorative nut was missing. According to a review of the risk documents, the device can disassemble if the decorative nut comes off. Therefore, it is likely the reported event was being caused by the unthreaded decorative nut. According to the risk documents, the decorative nut receives loctite on the threads before it is screwed on. In order for the decorative nut to come loose, the loctite seal would have to be damaged. Intentional tampering, or a drop, are possible causes for the loctite seal to break.